Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction made to indicate the surgical procedure as an adverse event. Correction made to indicate the revision as a type of required intervention. Correction made to include an additional concomitant product. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that during a revision on an ascenda catheter the preattached connecting pin was accidentally clipped and no other c onnecting pin was available. It was noted that the ascenda catheter was not backwards compatible with old catheter design. It was later reported that the call was for scenarios only, but it was unclear if the revision was part of the scenario.